Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited adhesive around the light guide lens has corrosion and the scope connector is dirty. There was no report of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.